Event description:
It was reported that the patient was experiencing inadequate pain relief. The patient underwent an implantable pulse generator (ipg) replacement procedure.

Manufacturer narrative:
Block b3: exact date unknown, event occurred in approximately september of 2024 from date manufacturer was made aware.